Event description:
While tracking the stent delivery system (sds) to the lesion, the cypher became stuck at the ostium of right coronary artery (rca) and would not advance further. Therefore, the device was removed from the pt. The physician confirmed the stent to be flared at the distal end. The target lesion was the distal rca. The lesion was a de novo, flexed, slightly calcified and moderately tortuous. There was 90% stenosis. The product was properly inspected and prepped. There was no difficulty accessing the lesion with a guidewire. Pre-dilation with a balloon (hiryu 3.5/10mm) was conducted and then, a cypher (3.5/13mm) was being delivered, but the cypher became stuck at the ostium of rca. When the device was removed the physician confirmed the stent to be flared at the distal end. Therefore, a different stent (taxus 3.5/16mm) was implanted at the target lesion and the procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use. Physician commented that he did not push the cypher with excessive force during advancement.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.